Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump was showing several alerts about change the battery and battery field. The customer did not receive a low battery alert prior to the replace battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly, during testing. Unit powered up properly, after battery installation. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any battery related alarms alarms were recorded and verified, failed batttest several times starting on 01/20/2024 03:17:11.000 through 01/20/2024 10:37:01.000. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection, all connectors were plugged in properly and no moisture damage was noted, on electronic assemblies, during visual inspection. Unit passed, active measurement current test and sleep measurement current test. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit may had an intermittent failure not detected our testing. Unit was received, with stained keypad overlay and pillowing keypad overlay. Unexpected battery loss was not confirmed, due to unit powering up normally after battery installation. However several failed batttest were verified, in pump download history files, due to an intermittent failure not detect, during testing. Unit function properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.